Event description:
On 3/19/97 during an apheresis procedure, the operator noticed that 2,174 ml of whole blood had been processed. The pump handle had been left open. This caused the donor to receive more acd solution than scheduled. The donor received a total of 900 ml of acd. The donor experienced the following reaction: very diaphoretic, pale, felt vibration and became nauseated. The pump read out was 288 ml of acd delivered. The donor was given water, tums tablets, orange juice and yogurt. The donor fully recuperated and was released in good condition. The donor center called the donor twice and confirmed he was in good condition.